Event description:
It was reported that shaft hole occurred. A 6.0mmx20mmx135cm (4f) sterling was selected for use. During the procedure, it was noted that the balloon catheter had holes in the catheter portion. The procedure was completed with a different device. No patient complications were reported.